Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total proctocolectomy with ileal reservoir side procedure, during an ileo-rectum complete anastomosis, the product did not perform the correct stapling. The material cut off, but the clip did not form the "b" form, thus leaving the region open and exposed. A new stapler was used to correct the error. However, a physician has reported that there is a greater risk of fistula or infection due to failure to use the material. It is unknown if there were any consequences to the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Batch # n56976 the analysis results found that the cdh29a device arrived and with the anvil missing. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.